Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, an FDA maude notification was received via email. An unknown facility representative reported that an ar-3632 fibertak tip broke. It was noticed that about 1mm to 2 mm of the inserter tip had broken off in the bone. The surgeon indicated that the tip was unretrievable and determined that it would be safer for the patient to leave the tip piece in place instead of trying to retrieve it. This was discovered during a left arthroscopic procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a manufacturing issue. Ncr-23401 was opened to address this issue.